Event description:
It was reported that the unspecified access set was unable to connect to a solution bag. This issue was further described as unable to spike to 1 unit of 0.9% sod chl inj. The issue was identified during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received from the customer stating that tubing from an unspecified baxter access set was not involved. Based on the additional information received the unspecified baxter access set tubing was determined not to be a factor in the reported event. Should additional relevant information become available, a supplemental report will be submitted.